Event description:
Revision surgery 20 days after primary due to periprosthetic fracture. Amistem collared revised with a cemented stem. Medacta was informed on (B)(4) 2014. Reference MFR report #3005180920-2014-00007.